Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons were not responding and that the pump rewound without her programming it. The customer stated she was using bolus wizard, screen went black, medtronic logo came on the screen, followed by setting has been lost/insulin on board. The customer was unable to trouble shoot due key unresponsive. The customer did not provide their blood glucose value at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.